Event description:
Customer states sticks come off sponges during vaginal preps and it has happened 4/5 times during week of 9/5/97. Sponge had to be fished out of vagina.

Manufacturer narrative:
This type of complaint is supplier related. The sponges were formerly attached to the prep sticks via a solvent. The present method used is ultrasonic welding. This procedure involves several process parameters which include radio frequency, time, and pressure. The cause for the sponge falling off the stick could be due to an upset of one of these process parameters. The supplier has been informed of the issue.